Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that the ilet screen was cracked, supported by a user-provided photo, and a replacement was arranged. Symptoms included no reported changes in blood glucose control. Outcomes included continued device use with caution and instructions to maintain backup therapy due to uncertain device functionality and loss of water resistance. Investigation included verification of device identity, review of user-provided evidence, and assessment of functional impact and inspection of the returned device. Investigation of this device revealed physical damage to the display component consistent with screen breakage while core therapy and cgm data reception were reportedly unaffected. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage.